Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for day 2 of 2. See MDR #1061932-2011-00598 for day 1 of 2. Samples from the same pt were involved on both days. An analysis of the raw data associated with these samples was not possible because the needed computer files were not provided by the customer. The root cause is unk, though the erroneous results appear to be a sample-specific issue. Service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer generated erroneously negative nrbc (nucleated red blood cell) results on two different specimens collected from the same pt and processed during the laboratory's day shift. The analyzer reported 0% nrbc in both instances. Both of the erroneous test results were reported outside the laboratory. The customer performed manual counts on both samples and recorded nrbc results of 16% and 11%, respectively. Corrected reports were subsequently issued. There were no reported changes to pt treatment as a result of this incident.